Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Bd was informed that this event is a duplicate report and has already been submitted in MDR number 3006260740-2020-02079.

Event description:
It was reported that during the preparation of the procedure, it was verified at the moment when the catheter was serolized that it was punctured in his body.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3424 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during the preparation of the procedure, it was verified at the moment when the catheter was serolized that it was punctured in his body.